Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller ac adapter was no longer working. The adapter is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The ac adapter (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device was able to provide power to a controller. Visual inspection revealed that the power cord had a tear by the stress relief area. This is an additional observation not related to the reported event and likely due to wear on the strain relief or to the handling of the device. The reported event, however, could not be confirmed. With review of the reported information and analysis of the returned device a root cause cannot be determined. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. If information is provided in the future, a supplemental report will be issued.